Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up, three months after this right ventricular (rv) lead was implanted loss of capture was noted, and an x-ray revealed a perforation at the tip of the lead near the abdomen. The rv lead will be explanted and a new lead will be implanted. No additional adverse patient effects were reported.